Event description:
It was reported during a-fib procedure, the physician used the thermocool catheter to create a fam of the la and began to ablate without issues. Approximately after 15 applications, attempt at ablation-on was halted by the "temp too low" error. It was extremely slow to return to a temperature that allowed the physician to come on ablation. The physician was able to apply a few more rf applications after waiting for 32-33 degrees to display. The c3 ablation cable, the redel cable and the tc catheter were replaced without any resolution. A warm blanket was placed on the stockert and coolflow pump without any change. After that, the display temperature never really did return to a temperature that allowed the physician to ablate in a timely manner. The physician decided to abort the case. The patient was under general anesthesia for approximately 6 hours. The procedure was being performed in the left atrium and a single transeptal puncture was performed prior to the case cancellation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
After following up with the customer, they confirmed that they do not want to send unit for servicing. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. (B)(4).